Event description:
Complainant alleged that while transporting a (B)(6), male patient with chest pain, the device's display was covered in green lines, and then inappropriately shut down, the device was then unable to power back on. Complainant alleged that the clinician replaced the battery pack and the device was unable to power on. The patient was then transported to hospital care. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.